Event description:
The pt was admitted to the hospital in the intensive care unit where he was placed on a "drager" ventilator ascd-0015. On (B)(6) 2015 at 0506, the staff documented that they responded to an audible alarm on the machine that had a red (high alert alarm) reading "device failure, remove from pt, call drager." The pt's vital signs were reported and never changing during this event and no apparent injury was reported. A follow up was done by the hospital's biomedical staff who documented the technicians were able to recreate the event. The machine was reloaded with the software per MFR instructions which repaired the event and the unit was ran in test for 3 days with no reoccurrence. The unit was returned to service at the hospital.